Event description:
It was reported that as lvp 20d dehp 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063004 it was reported that tubing leaked due to a pinhole found on the product.

Manufacturer narrative:
It was reported that the tubing leaked due to a pinhole. Received one used primary set model 2420-0500 lot 20063004 with its original packaging. The set was received with one red tape indicating the failure location on the set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Residual clear fluid was observed within the tubing throughout the set. No damages were observed on the upper or lower fitment or throughout the set upon initial visual inspection. Functional testing was performed by spiking the as-received set to a lab IV bag filled with blue dye water and allowing fluid to flow via gravity. One 18 gauge cannula was attached to the set¿s male luer. Small droplets were observed leaking from a small hole at the top of the silicone segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other leaks were observed throughout the set. Equipment used (testing performed on 19sep2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021 a device history record for model 2420-0500 with lot number 20063004 was performed. The search showed that a total of 34,563 units were built in 1 lot on 05jun2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The reported customer¿s issue that the tubing leaked due to a pinhole was confirmed due to small hole damage on the silicone tubing of the pump segment. The root cause of the hole damage could not be definitively determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063004. It was reported that tubing leaked due to a pinhole found on the product.